Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2016-00206. It was reported the patient has experienced overstimulation for the past several months. Reportedly, diagnostic testing revealed normal impedance values. However, the physician opted to replace the scs system with new devices on (B)(6) 2015. Effective therapy was achieved postoperatively.